Manufacturer narrative:
The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation was performed. The file sample evaluation met all validity and acceptance criteria. There were no error codes or flags present among all replicates. All replicates were interpreted correctly by the assay software. Moreover, there were no instances of discrepant results; therefore, the file sample evaluation for lot 409810 met the acceptance criteria and validity criteria that was established. As a result, the product file sample evaluation for the alinity m hr hpv amp kit (list 09n15-090) lot 409810 received a disposition of pass. Customer data review: the assays met specification requirements as no error codes or flags were displayed for the run controls, indicating the reagents are performing per specification. Both samples exhibit characteristics of weak positive results as the fcn values of the samples are near to the assay cutoff for the respected genotypes. As with any diagnostic test, the results from the alinity m hr hpv assay should be interpreted in conjunction with other clinical and laboratory findings. If the hpv results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Quality data review: device history review (DHR) the manufacturing packet for alinity m hr hpv amp kit (list 09n15-90) lot 409810 was reviewed to identify if there were any issues related to the reported complaint. No issues were identified which could result in the reported complaint. The quality control (qc) control kit masterlot testing for alinity m hr hpv amp kit (list 09n15-90) lot 409810 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were identified during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 409810, 410061, and 409812 were searched. The lot specific CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lots 409810, 410061, and 409812. Complaint history review a lot specific complaint history review was performed to identify any similar elevated complaints to the case being investigated, which reported discrepant false negative results while using alinity m hr hpv amp kit (list 09n15-090) lot 409810. The complaint history review did not identify any additional elevated complaints related to the reported issue for alinity m hr hpv amp kit (list 09n15-090) lot 409810. Complaint trending was completed. A trend violation was not identified as the upper control limit was not exceeded for product 9n15 (base list part number). No adverse trend was identified in this dataset. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 409810 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number: 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number: 09n15-095, which received FDA approval.

Event description:
Customer reached out as they had 2 false detected patients with discrepant results for the alinity m hr hpv amp kit. Patient sample ID (sid): date: target cycle number (cn): 1 ID: (B)(6), on (B)(6) 2025, hpv16 27.1 , 1 ID: (B)(6), on (B)(6) 2025, not detected hpv18 33.9, 2 ID: (B)(6), on (B)(6) 2025, not detected hpva 32.5, 2 ID: (B)(6), on (B)(6) 2025, hpva cn 27.9. The patients had two samples taken from the same area by a gynecologist, both which were sent to the lab. For one of the samples the result flipped from positive on hpv 16 with a cn of 27.1 to not detected with a completely flat curve. For the other the sample, it flipped from a positive hpv a with a cn of 27.9 to a not detected with a cn of 32.5. No anomaly or issues with the instrument or reagents were seen. Both patients also had follow up with cytology and histology as per routine and low-grade squamous intraepithelial lesion (lsil) was found for both of them. The results from the alinity m hr hpv, together with the physician's assessment of cytology, history, other risk factors, and professional guidelines, were used to guide patient management. There's been no impact to patient management.